Manufacturer narrative:
Device is a combination product. (B)(4).   Device evaluated by MFR: promus element,mr,ous 4.00x24mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage and movement on the balloon. The stent was damaged along its entire length and stretched in a proximal direction over the proximal markerband. The distal end of the stent has moved over the distal markerband. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found multiple inner shaft polymer extrusion kinks. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited.  (B)(4).

Event description:
Reportable based on device analysis completed on 27-april-2018. It was reported that crossing difficulties were encountered. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery. A 4.00x24mm promus element ¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with anther of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent moved on balloon.